Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced both hyperglycemia and hypoglycemia while on insulin pump therapy with blood glucose measuring approximately 400 mg/dl and 34 mg/dl respectively, without any symptoms suggestive of either hyperglycemia or hypoglycemia. The patient reportedly did not require assistance from a third party and did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting by animas customer support revealed the patient's blood glucose excursions were the result of the insulin-on-board feature of the insulin pump not being turned on; basal rate and bolus settings had settings adjustments made. The patient resumed insulin pump therapy with the subject pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue. No pump malfunction was alleged or identified.